Manufacturer narrative:
Per customer, the initial sample was a short draw collected in a heparin plasma tube. Service was not dispatched for this event due to the event occurring over 60 days ago. A root cause for these events was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated approximately five occurrences per month of non-reproducible false positive troponin (accutni) patient results. The events will be assumed to be the worst case scenario and that the false positive accutni patients' result initially recovered above the ami cut-off with repeat results recovering within the normal reference range. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting outside the laboratory. The customer recalled some details of the event and indicated the initial sample result was 10.75ng/ml. A subsequent serum sample was tested and resulted as 0.03ng/ml. No additional results information was provided. The results were not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.